Event description:
It was reported that the patient presented with severe chest pain. The lead was found to have perforated the patient's ventricular myocardial tissue as confirmed by chest x-ray and CT scan. The sense/pace portion of the lead was capped and replaced. The defib portion remains implanted and functioning.

Manufacturer narrative:
No medwatch form was received.